Manufacturer narrative:
Additional narrative: 510k: this report is for an unknown screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient underwent a fracture fixation and repair of ac joint for a lateral fracture utilizing a lcp clavicular hook plate 3.5. Reoperation reported was due to hardware removal due to the patient reporting irritation due to the implant. There was a union of fracture for about 16 weeks duration. No postoperative complications reported. Patient outcome is unknown. No further information is available. This report is for one (1) unk - screws: cortex this is report 4 of 6 for (B)(4).